Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 29jan2019. The main printed circuit board assembly was returned to philips for evaluation. Failure investigation revealed that broken solder connections at several pins on the board caused the remote alarm port to be non-functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 09nov2018. Philip's field service engineer (fse) tested the nurse call alarm connection and the unit intermittently failed the test. The connector appeared to be loose at the point of attachment to the main board. The fse replaced the main board and performed testing on the board, then performed a complete performance test. All tests passed.

Event description:
The philips field service engineer (fse) reported that during the annual preventive maintenance service the unit intermittently failed the nurse call alarm test. There was no patient or user harm reported. The event date was not specified; estimate used.